Event description:
Related manufacturer reference number: 2017865-2024-22312. It was reported that a patient presented with high capture thresholds and high pacing impedance noted on the patient's right ventricular lead. Additionally, a diagnostic issue was noted on the patient's pacemaker. Further surgical intervention to address the lead malfunction was planned. The patient was stable throughout.